Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/28/2015. The fse found that the waste pump was not working and was causing the leak at the probe. The fse replaced the waste pump, which repaired the leak and the errors. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer when running samples. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.